Event description:
Patient reported an undosed result. The patient could not recall the value of the undosed result on the compact test system. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. No strips are available from the incident as the customer used all the strips. The compact test system: meter, strip lot and expiration date unknown.

Manufacturer narrative:
The suspect product is the compact meter.